Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 19mm trifecta valve was implanted. In 2019 or 2020, aortic regurgitation was noted, and a plan was made for future treatment. The patient later returned with symptoms of shortness of breath and heart failure. On 13 june 2022, the valve was explanted, and it was noted that the left coronary cusp did not move well due to calcification and would not close. There were no tears noted. During explant, the right coronary cusp was also damaged. A 19mm non-abbott valve was implanted as a replacement. The patient is stable.

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. Explant due to regurgitation was reported. Four images were received from the field appearing to show the valve and torn leaflet after explant. Information from the field confirmed that one leaflet was damaged upon explant. The investigation found that leaflet 1 and 2 were torn. Calcifications were present on leaflet 2. There were circumferential fibrous pannus ingrowth on the inflow and outflow surfaces which extended onto the leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the tear in leaflet 1 had a vertical incision in the mid portion of the leaflet associated with the tear and the tear in leaflet 2 was associated with calcifications. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
Subsequent to the previously filed report, additional information was received that the patient annular dimensions were unknown. The patient did not have an comorbidities of chronic renal failure or anything that could impact calcium metabolism.